Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, dislocation, and instability. Additionally, prior to the revision is was discovered that a right femoral component had been implanted in the patient's left knee.

Manufacturer narrative:
This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the femoral component. Surgical notes were not provided; the circumstances that led to the implantation of a right femoral component in the left knee of the patient are unknown. An inappropriate combination of product is considered to be the root cause of this event.